Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon ruptured.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted no obvious defects. Evaluation found a tear at the shaft caused water to leak out. Origin of the tear could not be determined. Exact cause of sample condition could not be determined and could not be assigned a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water". (B)(4).

Event description:
It was reported that the balloon ruptured. It was later reported that the balloon was not ruptured, the shaft of the catheter had a tear.